Event description:
Additional information was received that this system has been explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was connected to leads, and no noise was observed on the e-grams and impedance measurements were within normal range. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reason for explant.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was connected to leads, and no noise was observed on the e-grams and impedance measurements were within normal range. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reason for explant. This follow-up 001 report was erroneously submitted as follow-up 002. As per request by the FDA on august 2, 2023, follow-up 002 has been resubmitted as follow-up 001 in an effort to release follow-up 002 from hold status.

Event description:
It was reported that this device and competitor epicardial right ventricular (rv) lead exhibited noise oversensing associated with the minute ventilation signal. Additionally, the device and rv lead exhibited low and high out-of-range pace impedance measurements. The minute ventilation feature of this device was programmed off and the noise resolved. This product remains in service. No adverse patient effects were reported. Additional information received indicates the physicians suspect the cause of low impedance is due to failure of the ring electrode. The oversensing caused some pacing inhibition, however the patient had a slow escape rhythm. The physicians plan to continue to monitor the patient. This device remains in service. Additional information was received that this device was electively explanted and replaced during the rv lead revision procedure. No adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The device was then exposed to simulated heart load conditions, where the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The device was connected to leads, and no noise was observed on the e-grams and impedance measurements were within normal range. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reason for explant. This follow-up 001 report was erroneously submitted as follow-up 002. As per request by the FDA on august 2, 2023, follow-up 002 has been resubmitted as follow-up 001 in an effort to release follow-up 002 from hold status.

Event description:
It was reported that this device and competitor epicardial right ventricular (rv) lead exhibited noise oversensing associated with the minute ventilation signal. Additionally, the device and rv lead exhibited low and high out-of-range pace impedance measurements. The minute ventilation feature of this device was programmed off and the noise resolved. This product remains in service. No adverse patient effects were reported. Additional information received indicates the physicians suspect the cause of low impedance is due to failure of the ring electrode. The oversensing caused some pacing inhibition, however the patient had a slow escape rhythm. The physicians plan to continue to monitor the patient. This device remains in service. Additional information was received that this device was electively explanted and replaced during the rv lead revision procedure. No adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and competitor epicardial right ventricular (rv) lead exhibited noise oversensing associated with the minute ventilation signal. Additionally, the device and rv lead exhibited low and high out-of-range pace impedance measurements. The minute ventilation feature of this device was programmed off and the noise resolved. This product remains in service. No adverse patient effects were reported. Additional information received indicates the physicians suspect the cause of low impedance is due to failure of the ring electrode. The oversensing caused some pacing inhibition, however the patient had a slow escape rhythm. The physicians plan to continue to monitor the patient. This device remains in service. No adverse patient effects were reported.